Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine post- implant follow up, it was noted that atrial lead was sensing the ventricle and pacing the atrial lead was causing ventricular capture. Lead dislodgement was noted. Patient was asymptomatic. Lead was repositioned on (B)(6) 2018 and noted to be functioning well during post-procedure check few days later. Patient¿s condition was stable.